Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the right atrial lead had high impedance, noise, and double counting. It was thought that the lead may have been damaged during implant. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Lead was thoroughly analyzed, visually and electrically, in an attempt to find the explanation for the ¿high impedance, noise and double counting¿ description in the event. Results for electrical testing, including cross-continuity testing, were all within specified parameters. The returned lead showed no sign attempted implant damage. No anomalies were discovered regarding the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.